Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) performance data collected from the device indicated that the ventricular pace impedance measurement began the record with a min/max value of 1504/1536 ohms and the final recording was 3904/4016 ohms. Lia (lead integrity alert) was triggered.

Event description:
It was reported the pace/sense portion of the lead will be capped and replaced due to high thresholds and high impedances. No patient complications were reported as a result of this event.